Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device, 11 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had melena for three days prior to admission. International normalized ratio (inr) was subtherapeutic at 1.4 upon admission. The patient had subacute bacterial endocarditis on (B)(6) 2019 with argon plasma coagulation to treat one bleeding arteriovenous malformation in the duodenum. Given a lesion was treated, the plan was to continue inr goal at 2-3. Warfarin was restarted with no recurrence of bleeding. Inr was 1.6 at discharge. The patient was to follow up for an additional inr check on (B)(6) 2019. The patient received protonix twice a day. Hemoglobin and hematocrit on discharge was 10.4. The patient was treated with six days intravenous iron while in the hospital.